Manufacturer narrative:
The following statement should have been used in the previous report in h10 - "additional narrative data: the device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined."

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported an infection was present at the ipg pocket site. In turn, the patient was admitted to the hospital and placed on IV antibiotics. The entire scs system was explanted on (B)(6) 2021 to address the issue. Patient is to follow-up with physician as the next course of action.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.